Event description:
It was reported that the customer had high blood glucose levels of 440 mg/dl. The customer treated with the insulin pump. The mother of the customer reported that the customer usually wakes up with high blood glucose levels at night due to hormones and sleep patterns. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).